Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: pain resulting in set hardware failure procedure: revision to replace rods and set screws level implanted: t10 it was reported that on unknown date, post-op, set screw backed out. A revision to replace rods back in tulip and put in new set screws occurred. The product came in contact with the patient. Patient feel pain due to screw backing out.

Manufacturer narrative:
Product analysis: visual and optical examination identified that the set screw has a defined angle to the node indicating a more defined angulation to the rod. There are witness marks on the face of this screw indicative of rod movement. Since just the set screw was returned no further investigation can be performed. It would appear that there may have been some angulation as it relates to the set screw face and the rod but without the other components, the extent of this angulation cannot be determined. If information is provided in the future, a supplemental report will be issued.